Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The hcp reported that patient had an magnetic resonance imaging (MRI) on the (B)(6) 2026. The hcp stated that they ran the logs and it showed that the pump stalled but it did not show that it recovered. The hcp stated that since they had interrogated the pump they were seeing a recovery code. Agent reviewed telemetry state with hcp. The patient was redirected to their healthcare provider to further address the issue.